Event description:
While the physician was handling the device during the procedure, the device failed to auto flex to 90 degrees. The procedure was delayed while the probe was changed.what was the original intended procedure?tee.device #1is this a laboratory device or laboratory test?no.